Event description:
Information received by medtronic indicated the customer had hyperglycemia. Blood glucose values was 1000 mg/dl and current bg value (at time of call) was 181 mg/dl. Customer felt nausea, vomiting and difficulty in breathing and was admitted to hospital. Troubleshooting was performed and found battery cap contacts damage. Customer was not using the insulin pump with the auto mode/smart guard feature active at time of reported event. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump was also received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload pump to carelink due to blank display. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was found on the battery tube assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 1 was re-installed and with the original pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and no blank display noted. Continued self test, currents measurement, generate power management graph/download of history files/traces using thus and upload pump to carelink. The pump passed the self test, active current measurement, sleep current measurement and no blank display noted. Successfully downloaded history files and traces using thus.¿ successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. The pump had an intermittent blank display, suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (22.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer and a cracked reservoir tube lip were confirmed. Battery cap contact missing/damaged was confirmed. Unable to verify customer alleged for high bgs. Unable to perform the required testing, generate power management graph/download history files/traces using thus and upload pump to carelink due to blank display. The pump had an intermittent blank display, suspected on the pcba 1/pcba 2. During visual inspection, slight corrosion was found on the battery tube assembly noted. However, the original pcba1/pcba2 was re-installed, continued on self test, currents measurement, generate power management graph/download of history files/traces using thus, upload pump to carelink and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 health effect - clinical code with this report.